Manufacturer narrative:
The scs system was not returned. Based on the report, there is no evidence that it is device related. However, nevro is currently obtaining addtiional information regarding the event.

Event description:
At what would have been a scheduled follow-up visit for this patient, nevro was informed that the patient had passed away in his sleep a few weeks prior. There were no other details provided with the report to suggest the event was device-related.

Manufacturer narrative:
Nevro had attempted many times to obtain details of the cause of death. However, neither the clinic nor the representative was able to obtain the autopsy report or additional information. The device was not available for investigation. Based on the available information, there is no evidence that this issue is device related.